Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of not being able to link with the ipg was not verified. The device was linked up on a charge completion. However, the device exhibited a slightly higher than the normal quiescent current drainage after the explant procedure. Since the battery depletion rate prior to the explant was verified to be normal, the possible root cause could be the analog integrated circuit-u1 damage during the explant procedure.

Event description:
A report was received that patient had remote control to ipg communication difficulty. The patient will undergo a revision.

Manufacturer narrative:
.

Event description:
A report was received that patient had remote control to ipg communication difficulty. The patient will undergo a revision.

Event description:
A report was received that patient had remote control to ipg communication difficulty. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the ipg was replaced. Device malfunction was not suspected. The patient was reportedly doing well postoperatively.